Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. The reservoir, snap-cap, and septum were inspected for anomalies and none were found. The occlusion test was run per dop (B)(4) as follows: reservoir was filled with diluent and connected to a new infusion set. The reservoir and connector were installed into a pump. A manual prime was performed on the pump and fluid was seen flowing through the infusion set and out the catheter tip. It was found that the reservoir was not occluded. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Reference manufacturer report number: 2032227-2015-39051.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer stated that she was receiving no delivery alarms for months. Customer stated that the alarm happens in the middle of the night. Customer has woken up with a blood glucose of 400 mg/dl. Customer's blood glucose was 394 mg/dl at the time of the incident. Troubleshooting was performed and the customer stated that the insulin did not exit and the pump alarmed no delivery. Customer received the no delivery alarm while she was giving herself a bolus. Customer stated that she noticed that she was receiving the no delivery alarm when her reservoir was at 1.2 ml. Customer opted to have her insulin pump replaced.